Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriately therapy for supra ventricular tachycardia (svt). It was noted that the patient's rhythm exceeded the programmed svt ventricular limit due to patient non-compliance with their medication therapy regimen. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.